Manufacturer narrative:
A 1020379-2018-00023 is associated with argus case (B)(4), corega oxigeno bio-activo. Corega oxigeno bio-activo is marketed as polident tablets in the us.

Event description:
Medication error without harm ( inappropriate product administration)\mistakenly drinks it once [accidental device ingestion]. Case description: this case was reported by a pharmacist via sales rep and described the occurrence of accidental device ingestion in a (B)(6) -year-old male patient who received denture cleanser (corega oxigeno bio-activo) tablet for prosthesis user. On an unknown date, the patient started corega oxigeno bio-activo. On (B)(6) 2018, an unknown time after starting corega oxigeno bio-activo, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Corega oxigeno bio-activo was continued with no change. On (B)(6) 2018, the outcome of the accidental device ingestion was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to corega oxigeno bio-activo. Additional details, the patient used corega oxygen bioactive to clean his prosthesis and on (B)(6) 2018, mistakenly drinks it once, he had not presented an adverse event.